Event description:
The customer alleges back to back results of 585 mg/dl on his meter and 150 on the emt's meter. They transported him to the ER where he was fed and released. Controls were not run. Return requested and replacement was sent.